Event description:
On (B)(6) 2013, it was reported to animas that allegedly there was a black splotch in a demo pump display screen. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/02/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, a dark spot on the display screen of the pump was observed. The pump case was removed, and no damage to the screen was found.